Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and delivery accuracy test due to prime anomaly. Unable to verify max fill reached alarm due to prime anomaly. Unit uploaded properly using carelink pro. Unit had minor scratched display window, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to alleged pump glitches that caused multiple low blood glucose incidents. On (B)(6) 2017 the customer had low blood glucose of 59 mg/dl at the time of the incident. The customer was at 441 mg/dl at the time of the call. The customer was given glucose tablets, food, and orange juice to treat for the low. The customer used the pump to treat for the high. The customer stated that they had a big breakfast and a big lunch causing the high. The customer experienced symptoms such as confusion, shaking, and trouble reading. The customer also had an emergency room visit on (B)(6) 2017 due to a low. They were at 242 mg/dl at the time of admission, and 182 mg/dl at home. Customer states the incidents may also have been possible reactions to medication. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. Customer also called about pump upload assistance, and was reporting a pump screen scratch that was making the screen difficult to read. The insulin pump will be returned for analysis.